Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump did not stop when the level decreased below the alert threshold for the level sensor. The pump cover was opened and the pump still did not stop. The touch screen displayed crossed out images of the pump cover and level sensor. There was no patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative spoke with the customer and learned that the alarms were overridden by the user on the previous day and the console was not restarted before it was used again, so the override was still active during the procedure on (B)(6) 2016. The service representative performed a serial readout and sent it to sorin group (B)(4) for analysis. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump did not stop when the level decreased below the alert threshold for the level sensor. The pump cover was opened and the pump still did not stop. The touch screen displayed crossed out images of the pump cover and level sensor. There was no patient injury.

Manufacturer narrative:
The device manufacture date listed in the initial report, submitted july 5, 2016, was incorrect. The correct date of manufacture is 10/17/2014.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Analysis of the serial readout suggests a non-native speaker and that all interventions (cover, level, pressure) are switched off. The root cause of the reported issue has been determined to be related to user error. The user overrode the alarms the previous day; the unit was not restarted prior to subsequent use. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.